Event description:
Pt sustained third degree burns following hydrothermic ablation for endometriosis. Burns were not noted during hospitalization. They were found during follow-up visit to physician's office.